Event description:
The pump was evaluated at the most recent admission to the hospital (refer to manufacturer report # 3004209178-2015-00422). There were two recovered motor stalls from MRI¿s. The length of time for the stalls was not known. No action was needed to resolve the events. The patient did not have symptoms due to the motor stalls. The system was being used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).